Manufacturer narrative:
Customer technical support (cts) reported that customer called back after reporting this event on (B)(4) 2014. The customer found the sample line was not attached to the top port of the needle cartridge assembly. The customer reattached the sample line resolving the issue. Field service was not dispatched to site for this event. Identification of failure modes: leak was attributed to a sample line detached from needle cartridge assembly. No erroneous results were generated for this event. The failure mode identified is likely to cause erroneous results for all parameters due to incomplete aspiration. Product labeling: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. Approximately 5 ml of pinkish fluid leaked from the instrument and was under the manual probe. The leak was not contained inside the instrument. The operator was wearing personal protective equipment of gloves, lab coat, and goggles at the time of the leak. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Upon revision of the filed MDR the device manufacture date was changed from 01/01/2004 to 11/01/2004.